Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The field service engineer called the customer in response to the complaint and the customer stated to disregard the service call. According to the biomed it is company policy to go to their certified technician before using outside help. No other information provided by customer. No patient or user involvement reported. No parts were retuned for failure evaluation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported performance verification test 8 failed ipap and epap outside acceptable value. There was no patient involvement.